Manufacturer narrative:
The calibration was acceptable. The qc results were not provided the provided pre-analytical data did not show any fibrin. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys tsh assay on a cobas e411 immunoassay analyzer. Initial result: <0.05 uui/ml. This result was reported outside the laboratory and the physician questioned it. The sample was then repeated twice and resulted in a value of 1.46 uui/ml. The repeat results were deemed to be correct.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.